Manufacturer narrative:
As received implant coil was still attached to the pushwire. The axium pushwire was found to be bent and tangled in multiple locations. The returned portion of the pushwire was broken into two segments which were not retained together by the release wire. The tack weld replacement (twr) crimp was found to be intact. The implant coil was found to be damaged and stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. Based on clinical observation, the customer report of ¿non-detachment¿ was confirmed. The axium coil was returned with the implant coil still attached. The cause for the ¿non-detachment¿ could not be determined; however, it is possible that the reported tortuosity may have contributed to difficulty during detachment. It is possible that the pushwire became bent during delivery through the tortuous anatomy subsequently prohibiting or restricting the release wire from being pulled back. This restriction may have also contributed to the tack weld replacement crimp remaining intact following attempts to detach the coil with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): precaution: advance and retract axium detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted....if friction is noted in a if delivery pusher buckling or kinking is noted, grasp the distal most portion of the delivery pusher, distal to the kink, buckle or break and remove from micro catheter." Per the axium coil instructions for use (IFU): warning: ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered....¿damaged implant delivery pusher and/or coils may affect coil delivery to..."

Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received a report that one axium 3d coil could not be detached after several attempts during coiling treatment of an aneurysm. The coil was successfully delivered and formed a basket. However; due to difficulty in detachment, the coil was removed from the patient. Another coil of the same size was implanted. The procedure was completed as planned successfully. No patient injury reported as a result of the procedure.